Event description:
Additional information received. It was reported that medications was administered: oral opioids and meloxicam.

Manufacturer narrative:
Continuation of d10: product ID 3778-45 serial# (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue was resolved without sequela.

Manufacturer narrative:
Continuation of d10: product ID 3778-45, serial# (B)(6), product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID 3778-45 lot# serial# (B)(6). Implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 16-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient reports unsatisfactory stimulation pattern. Recently reported new head pain at base of skull, and that could be contributing to the current un-satisfaction. No actions taken. The event is ongoing. Additional information was received. Stim reprogrammed after patient still reports unsatisfactory analgesia with head/neck pain. Additional information received. It was reported that the patient was currently using a stimulator only on their left side. They experienced significant pain with stimulation on their right side. The right side caused pain when it was used even in the lower settings but the patient also had pain in their absence in the distribution of the greater and lesser occipital nerve pain in otherwise well controlled in the left side. They had a new head pain at the base of their skull that couldn't be reprogrammed. Recurrent use of opioid pain medication as well as meloxicam. Previously the device was offering 100% relief. The healthcare provider decided that given the excellent relief on the left side it makes more sense to attempt a revision of the lead on the right side; if the revision failed to bring the patient significant improvement the system would need to be explanted on that side for patient comfort. The ins continued to offer spectacular relief for the left side. Symptoms were still ongoing. The lead migrated on the right side which resulted in a loss of coverage.

Manufacturer narrative:
Continuation of d10: product ID: 3778-45, lot#serial#: (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from multiple sources (clinical study, healthcare provider (hcp), manufacturer representative (rep)) reporting that on (B)(6) the patient reported some increased discomfort, some burning pain and indicated that they had not had their stimulator reprogrammed in the year. They met with a manufacturer representative (rep) who discovered an open circuit with programs 0.3.5 which were unchanged since the patient's prior visit. At their on (B)(6) 2022 appointment, reprogramming was done to address the discomfort. They were able to cover the left and right occipital region without discomfort. The provider would schedule the patient for a revision of the right occipital nerve stimulator lead. On (B)(6) 2022, the patient was still having pain. The provider noted some concerns with impedances- possible lead disconnect and elevated impedances with numerous electrodes. It was reported that there was a loss of occipital nerve stimulation on their right side/loss of efficacy. It was indicated that the issue was due to programming. The patient's most recent programming interrogation prior to the issue was on (B)(6) 2022. The event is ongoing.